Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform excessive no delivery test or verify e70 error alarms due to motor error alarms. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed after the customer went through a MRI. The blood glucose reading was 147 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.